Event description:
It reported that the drill bit may have bore a hole in the cranium that was too large to allow the rivets to fit tightly or snugly. As a result, the rivets were not holding the absorbable plating securely in place. This event has been atributed to the drill bit used in the drilling.